Event description:
Patient reported "rupture", "spread to lymph nodes", "spread to neck...it has spread everywhere", "[they] had a biopsy, it was full of blood and infectious material", "pain, rippling, very bruised and hard as hard", "inflammation and infection of lung" and "lots of nodules in lung". This record is for the left side. The events of "inflammation and infection of lung" and "lots of nodules in lung" have been deemed not device related. Device remains implanted.

Manufacturer narrative:
The event of "unspecified infection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: unspecified infection, migration, rupture.